Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false positive result for candida tropicalis. A gram stain was taken that showed gram positive cocci in pairs and chains, with gram negative rods. There was no indication that the erroneous results were reported to clinicians, and there was no adverse patient impact reported. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reports biofire bcid2 is detecting nonviable candida tropicalis from bactec vials." " biofire catalog: rfit-asy-0147. Biofire lot number: 1917921. Was biofire result dual positive? Enterococcus faecalis, enterobacterales, proteus species, candida tropicalis. What organisms grew? Enterococcus faecails, proteus mirablis. What was seen in the gram stain? Gram positive cocci in pairs and chains, gram negative rods." "Patient was not treated based on erroneous result."

Manufacturer narrative:
Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false positive result for candida tropicalis. A gram stain was taken that showed gram positive cocci in pairs and chains, with gram negative rods. There was no indication that the erroneous results were reported to clinicians, and there was no adverse patient impact reported. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reports biofire bcid2 is detecting nonviable candida tropicalis from bactec vials." " ¿ biofire catalog: rfit-asy-0147. ¿ biofire lot number: 1917921. ¿ was biofire result dual positive? Enterococcus faecalis, enterobacterales, proteus species, candida tropicalis. ¿ what organisms grew? Enterococcus faecails, proteus mirablis ¿what was seen in the gram stain? Gram positive cocci in pairs and chains, gram negative rods". "Patient was not treated based on erroneous result."